Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that the patient's stimulation began shooting up their back momentarily in (B)(6) of 2016, but it had not occurred since that instance. The patient had an appointment to see the health care provider and the manufacturer representative on (B)(6) 2016 for an adjustment; however the appointment was cancelled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.